Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, it was observed that the device was stuck in a white screen after the baxter logo appeared on the display. This was followed by a blinking red beacon light with nothing but white displayed on the screen. The reported condition was verified. The cause of the reported condition was a defective ui pcba. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To resolve this issue, the ui pcba will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a novum iq large volume pump went blank on start-up. This issue occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.